Event description:
It was reported that the programmer will not allow the user to calibrate the screen. The cursor is too high up to allow access to the "tools" section. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).